Manufacturer narrative:
(B)(4). The customer declined an event log review and product eval. Because the customer did not record the device serial number and no device or device logs were returned or expected to be returned, no failure investigation could be performed. The root cause of the customer's experienced was not identified.

Event description:
The customer requested assistance with modifying their data set for integrilin infusions for larger weight pts. The customer reported the dosing for integrilin is mcg/kg/min with a soft max of 2 mcg/kg/min and a maximum rate of 15 mg/hr. The customer reported a heavy weight pt received integrilin at 21 mg/hr but the device did not alarm. A carefusion pharmacy consultant provided the customer with info to create two entries for integrilin in their data set. The customer later stated, the "rn did what she was supposed to do". The event location was the cath lab. There was no report of pt harm and no medical intervention was required. Although requested, no add'l pt or event info was provided.